Event description:
A home patient's (hp) nurse contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of automated peritoneal dialysis therapy. Per initial report, the hp was connected at the time of the call. During troubleshootung it was noted that the initial drain cycle was started prior to the hp homechoice set. Baxter's tsc assisted the hp's nurse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's family member.